Event description:
Same case as MFR #: 2134265-2014-03542. It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of a kidney utilizing a 3.0/15/15 leveen standard electrode and a rf3000 radiofrequency generator. During the procedure, the impedance level did not change. There were no error codes displayed. The needle was repositioned and the pads were confirmed to be correctly positioned and connected; however, roll-off was not achieved. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).